Manufacturer narrative:
The company representative examined and could not duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause cannot be determined conclusively. (B)(4).

Event description:
An opthalmic surgeon reported poor aspiration during a procedure. The procedure was completed after rebooting the system and replacing the cassette. There was no impact ot the patient.